Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing recurring low blood glucose (bg) readings, with a minimum bg of 50 mg/dl, while using the ilet bionic pancreas. The user stated that the pause insulin feature was intermittently unresponsive and that audible alarms occurred despite the volume being set to off. An agent contacted the user, and arranged advanced training, which the user accepted.